Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The following was reported: surgeon replaced poly with a thicker poly. Surgery was scheduled for a painful h/w removal (4.0 headed screw) in the medical malleolus. He decided to replace the poly while doing the h/w removal.